Event description:
It was reported that during a case using the spine guidance 5 software there was an inaccuracy of 3.7 millimeters from the distal tip of the pointer to the fiducial screw. There was a surgical delay of less than 30 minutes and the procedure was completed successfully with no adverse consequences.